Manufacturer narrative:
The unit passed the displacement test, rewind, and basic occlusion test. The unit did not have a motor error alarm. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty fsr. The occlusion test and excessive no delivery test were unable to be performed due to a prime/fill anomaly. The motor was tested outside of the device and passed. The unit had a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report multiple motor error alarms. Customer's blood glucose reading was unknown. Customer stated he went through a full body scanner 3 weeks prior. The customer was able to rewind the device. The customer was advised that the device would be replaced and to return his device for analysis.